Event description:
The customer reported approximately one half cup of clear fluid leaked from the probe of the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the pinch valve (pv49) was not actuating properly causing the tubing to crimp and leak at the probe. The fse replaced the tubing through pinch valve (pv49) and the instrument performed without any leaks. The fse also replaced the tubing through pinch valves (pv35 and pv40) as incidental service. The repairs were verified and the instrument was returned to normal operation. (B)(4).